Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code/batch. There are no units in OEM stock. Diameter result conducted on the sample received is 0.230 mm in average and fulfills the requirements of the OEM for this thread size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread size in question.